Event description:
It was reported that the patient was dissatisfied with the intraocular (iol) lens due to halos and glare and the lens was explanted. The lens was explanted without further patient complications.

Manufacturer narrative:
The device was returned to the manufacturing site for evaluation. A visual inspection of the optic parts showed a lens that was cut in half. No deviations were found. A manufacturing record review was performed and showed no deviations. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.